Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator displayed power loss with pre existing condition along with error code zb0052 gui (graphical user interface) key stuck. The ventilator was not on a patient at the time of the event. It was recommend to the customer to replace keyboard assy. Customer acknowledged and will call back if further assistance is needed.